Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawer module controller had status lights not active. A field service engineer replaced the module controller and booted up the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system guicu drawer 5 was not detected on the communication bus, preventing the user from accessing the medication. The customer stated that there was a delay of about five minutes in dispensing the medication to the patient. The required medication was propofol and the nurse was able to retrieve the medication from another drawer. There were no adverse events or injuries reported based on this incident.